Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, it was noted that the ports in the header of the implantable cardioverter defibrillator exhibited an unspecified issue. As a result, the set screws became cross threaded. The device was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The report of set screw anomaly was confirmed. The cause of the event was due to a set screw anomaly, the set screw was backed out of the connector block.